Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) error message. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting normally, and the bd error was the result of the benign corruption of the programmer-reserved ram in the device. This can be corrected by re-entering the necessary data. Currently, this s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting normally, and the bd error was the result of the benign corruption of the programmer-reserved ram in the device. This can be corrected by re-entering the necessary data. Currently, this s-ICD remains in service and no adverse patient effects were reported.